Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to have become "really sick" and experienced shortness of breath from using the device. The patient also alleged dirty filters, an error message, and brown edges around the plug area of the unit.  The patient reported using an ozone-based disinfection machine to clean the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to have become "really sick" and experienced shortness of breath from using the device. The patient also alleged dirty filters, an error message, and brown edges around the plug area of the unit.  The patient reported using an ozone-based disinfection machine to clean the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Update: additionally, the patient reported diagnosis of chf (congestive heart failure) in (B)(6) 2020, approximately 8 months after initiating use of the device, and reported having associated shortness of breath with exertion and decreased quality of life. The patient has been followed by cardiology for the past 3 years, and the patient believes the chf may be related to use of the recalled device and exposure to "toxic release from the foam used inside the dreamstation" despite using the recommended filters. Section b: adverse event/product problem - updated to "both". Outcomes attributed to ae: "other" selected. Section h: type of reported complaint: updated to "serious injury". Patient outcome code grid: added "heart failure/congestive heart failure" health impact grid: updated to "serious injury/illness/impairment".